Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd886804 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was confirmed. The cause of the peritonitis was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of self contamination, skin cell infection and peritonitis coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis and skin cell infection. On (B)(6) 2011, the patient was hospitalized. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient reported that her power was off and she was in the dark for 3 days and ended up getting peritonitis. The nurse did not report a cause for the event of peritonitis and did not comment on the event of skin cell infection. Outcome for the event of skin cell infection was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. Further information was received by the pd nurse. The patient had recovered from the event of peritonitis. The nurse stated that the cause of the peritonitis was self contamination. Outcome for the event of self contamination was not reported. The nurse did not comment on the event of skin cell infection as was previously reported by the consumer. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. The nurse declined to provide further information.